Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a black particle was found floating in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "after filling the syringe it was discovered that a black particle is floating in the liquid. This is located in the liquid track. The syringe has been taken out of production. It has been discovered before administration and no patients are involved." "The syringe is filled with oxybutynin 5 mg/5 ml bladderwash."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-28. H6: investigation summary one loose 10ml syringe containing 5ml of unknown clear fluid with white tip cap attached was received and evaluated under 10x magnification. It was observed there was a small brown foreign matter fibrous particle in the fluid path. The composition of the particle could not be visually determined, and the sample was manipulated so the defect could not be confirmed. There was also a small black embedded foreign matter particle on one of the ribs of the plunger rod. The embedded particle appeared to be burnt plastic, which was acceptable per product specification. The embedded foreign matter (fm) is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. The potential root cause for the foreign matter particle in the fluid path could not be determined. The composition could not be visually determined, and the sample was manipulated. Since embedded foreign matter defect was within the acceptable limits, no corrective actions are necessary. The root cause for the foreign matter in the fluid path was undetermined, therefore corrective actions could not be performed. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that a black particle was found floating in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter, translated from dutch to english: "after filling the syringe it was discovered that a black particle is floating in the liquid. This is located in the liquid track. The syringe has been taken out of production. It has been discovered before administration and no patients are involved." "The syringe is filled with oxybutynin 5 mg/5 ml bladderwash."